Event description:
Same case as MFR report #: registry. It was reported that 168 days following a coronary artery stenting procedure, the pt experienced restenosis. The index procedure treated one long lesion of the proximal to distal rca (right coronary artery). The lesion was a chronic total occlusion measuring 2.75x68mm with mild tortuosity. Predilation using another manufacturer's 2.0x12mm balloon was performed and three stents were placed: one 2.75x20mm taxus liberte drug eluting stent and two liberte bare metal stents (2.75x28mm and 3.5x32mm). It is unk in what order the stents were placed. Following post dilation using another manufacturer's 2.0x12mm balloon, there was 20% residual stenosis. The pt was discharged one day post procedure on asa and plavix. It was reported that 168 days following the index procedure, restenosis of the liberte bare metal stents occurred. The 90% stenosis was treated with a taxus liberte drug eluting stent resulting in 10% residual stenosis. The event is reported as resolved. The pt was taking asa and plavix at the time of the event.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.